Event description:
The customer reported this atrial lead was explanted because it had dislodged. A new medtronic lead was implanted. The lead was actively implanted for approximately 1 year, 5 months.

Manufacturer narrative:
The location of the lead is unk, therefore an analysis cannot be performed. As a result, the allegations against this lead cannot be confirmed. The manufacturer attempted to obtain the lead by sending letters to the physician, but was not successful (letters were sent on 04/21/09 and 04/28/09). The event will be re-evaluated if add'l info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaints files of the lead model were reviewed. No trend of the same or similar type was found or indicated.